Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the inflation of the device did not work properly during the procedure.

Manufacturer narrative:
Received 1 bard x-force for evaluation. The reported event was confirmed as use-related. The root cause was determined to be over-pressurization. An initial visual inspection of the device was performed upon receipt. It was noted that the gauge needle was not in the zero box when received. Additionally, there was an unknown substance on the outside of the device. There were no other visual anomalies noted in the initial visual inspection. The device was connected to a pressure indicator, filled with distilled water, and aspirated. It was noted that the device pulled in sufficient air at the clamp/o-ring area of the device, which prevented the device from easily drawing in water to become pressurized. Once the device drew in enough water, the plunger was rotated clockwise in order to apply pressure to the device. As pressure was applied to the device, it leaked from the o-ring/clamp area. The clamps were removed from the device, and it was noted that the o-ring was severely pinched and out of position. The o-ring was removed and replaced with a new one, and then the complaint device was reconnected to the pressure indicator to perform functional testing. The device was aspirated and then brought to pressure again. The gauge needle was not in the zero box, therefore the gauge was inaccurate; however, the device passed all functional testing, which consisted of pressure leak, pressure decay, and vacuum capability tests. No leaking was observed throughout the functional testing after the o-ring was replaced. Atrion manufacturing controls include 100% testing for pressure leakage, pressure decay, vacuum decay, and gauge accuracy during manufacture using ultra high purity nitrogen gas before leaving the manufacturing facility. The unknown substance observed on the outside of the device was not introduced during manufacturing because no such substances or solutions are employed during processing. Devices that pass testing are marked by automation for identification. Devices that fail are not marked. The returned device was marked, indicating it met manufacturing specifications when it left the facility. The large amount of air leakage displayed by the sample would not have allowed the device to pass during 100% testing after assembly. The o-ring was found to be pinched, which allowed air to be pulled in during the prepping of the device for functional testing. Additionally, the device was received with the gauge needle out of the zero position. A pinched o-ring and a gauge needle out of the zero position can both occur when a device is over-pressurized beyond the pressure capability, in this case, 30 atm. Being that the device passed full functional testing prior to shipment from atrion, and again when a new o-ring was inserted into the device, the root-cause was determined to be user over-pressurization. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "description: the bard® eagle¿ inflation device is a one-piece, plastic, 10cc disposable inflation device with a lock lever design that controls the piston, a pressure gauge, and a high-pressure connecting tube with a male rotating adapter. The pressure gauge measures pressures ranging from vacuum to 30 atm; the gauge is marked in 1 atm increments. The gauge also has an inner scale of comparable psi measurements. The accuracy of the pressure gauge has been determined to be within 1 atm over the range. Indications: the inflation device is recommended for use while performing urological balloon dilation procedures to inflate the balloon, sustain pressure, monitor pressure within the balloon, and deflate the balloon. Contains warnings and use instructions to control risk to user. IFU reads as follows: warnings: use only liquid inflation media. Do not inflate with air. Always follow the manufacturer¿s directions accompanying the balloon dilation catheter for instructions for use, maximum balloon inflation pressure, precautions, and warnings for that device. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable regulations. Precaution: before use, inspect the device to verify that no damage has occurred during shipping and handling. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Instructions for use: preparation: make all aspiration and injection maneuvers with the lock lever pushed left, i.e., unlocked. Unlock the piston by pushing the lock lever left. In this position, you can freely pull the piston back for aspiration, or push it forward for injection. To lock the piston in position, slide the lever right to the straight up position. Prepare a solution of contrast medium and normal saline in a small sterile bowl or in the well provided with the package. Check balloon catheter and contrast medium instructions for specific contrast mixture recommendations. Orient the tubing downward into the contrast medium. Push the release lever left and aspirate enough solution to fill the syringe. Hold the device upright to purge the air from the syringe and connecting tube. Tap the syringe lightly, if necessary, to remove all the air bubbles and fill the connecting tube completely. Inspect the syringe and tubing to ensure that the device has been completely purged. 6. Adjust the syringe volume to 3 to 4cc. If more contrast solution is needed, submerge the syringe tip into the basin of solution and aspirate. Attaching the inflation device to the balloon dilation catheter: prepare and test the balloon dilation catheter according to the manufacturer¿s directions for use. If a separate syringe was used to prepare the balloon catheter, remove it. Create a fluid-fluid connection between the balloon and the connecting tube (male rotating adapter) of the inflation device by placing a drop of contrast solution from the syringe into each hub. Hand tighten the hubs securely. Balloon inflation and deflation: release the lock lever and allow the piston to move forward into neutral position (0 atm). To inflate the balloon, engage the lock lever, turn the palm grip on the piston clockwise slowly until the desired inflation pressure is reached. The lock lever maintains the increasing pressure. To deflate the balloon, push the lock lever left, releasing the piston, and pull back. Slide the lock lever back to lock, if desired. (B)(4) instructions for use for product catalog # 998504 also includes user information pertaining to the eagle 10cc inflator. It states the following: inflating the balloon catheter fill the inflation device (eagle inflation device) with sterile diluted contrast medium. Attach the inflation device to the balloon lumen. Inflate the balloon. Note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media. Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible. Warning: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. Deflating the balloon catheter deflate the balloon using an inflation device. Since deflation times vary based on balloon sizes and shaft lengths, check fluoroscopically to confirm deflation before attempting to withdraw. Attach the inflation device (eagle¿ inflation device) to the balloon catheter and remove the solution from the balloon by pulling back on the inflation device. Remove the inflation device from the balloon catheter. This will allow ambient pressure to enter, relaxing the balloon. Gently withdraw the catheter. Use of a gentle counterclockwise twisting motion is recommended when removing the catheter. Caution: if resistance is felt when removing either the catheter or the guidewire from the introducer sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation." (B)(4).

Event description:
It was reported that the inflation of the device did not work properly during the procedure. The user suspected that the inflation device had a defect and lost its air tightness.